Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the patient programmer could not confirm failure and could not confirm complaint.

Event description:
Additional information received clarified the patient was actually seeing a ¿b¿ and a ¿x.¿ the patient was denied a bolus and a bolus was not given twice to the patient. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s personal therapy manager (ptm) was giving her wrong numbers and not working correctly 4-5 times in the last month. The ptm was giving her a 12-12 number and was also getting an ¿x.¿ it was reported the patient did get a ¿b¿ with a checkmark and a time. During troubleshooting the patient saw a ¿b¿ and a checkmark and the patient tried again and reported once again it gave her a ¿b¿ with a checkmark and no time. The patient should not have been able to have another bolus for three or more hours. It was unknown what drug the pump was being used to deliver. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).